Event description:
While wearing the external equipment, the pt reportedly experienced overly loud sensation, sound quality issues and intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. In 2007, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was functioning. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The decision was made to explant the device. Surgery to explant the pt's device has been scheduled.